Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat pelvic organ prolapse, symptomatic enterocele and rectocele. It was reported that the patient had the concurrent procedures of a laparoscopy with lysis of adhesions, enterocele and rectocele repair, and cystoscopy performed during mesh implantation.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent revision of mesh on (B)(6) 2004 by dr. (B)(6) at (B)(6) hospital. It was reported that patient underwent excision of mesh on (B)(6) 2015 by dr. (B)(6) at (B)(6) hospital.

Event description:
It was reported that patient underwent revision of mesh on (B)(6) 2004 by dr. (B)(6) at (B)(6) hospital. It was reported that patient underwent excision of mesh on (B)(6) 2015 by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, adhesions and bowel problems.